Event description:
A patient reported they were seen by the doctor because patient was not able to obtain a blood glucose result on their one touch ultra due to "error" prompts. Patient felt shakey, however, patient does not know if it is from the diabates or their heart medication." The result on the doctor's meter was 300 mg/dl. No comparison test was done between the doctor's meter and the patient's meter. Treatment was not administered. No further information has been reported.